Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a colectomy on (B)(6) 2020 and reservoir was used. When the patient was leaving the operation room, negative pressure was being applied. Then on the ward/ICU, the reservoir got swelled fully. It was replaced to another reservoir, then, suction could be done properly. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.